Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed error message which stated as object reference not set instant of an object. A technical support specialist (tss) dialed into the station and noticed the error object reference not set to an instance of an object. The tss logged in as the carefusion admin and launched ssms, where the database was found to be in suspect mode. The tss applied knowledge article (ka) 000016728 how-to ¿ recover / repair a corrupted dsclientoltp database and ran the scan database query but received an error indicating that the database was in the recovery process. The tss then applied ka 000013351 drop failed for database 'dsclientoltp' and deleted the database. Next, ka 000007127 proper data sync procedure & how to place a new db in an es station was applied. The tss repaired med app, performed a full synchronization, and backed up the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es displayed error message the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.